Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified proximal right coronary artery. After pre-dilatation was performed, a 4.00x20mm promus element drug-eluting stent was advanced but failed to cross the lesion after several attempts. When the physician retrieved the stent, it was found that the stent sturts were slightly lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 4.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified proximal right coronary artery. After pre-dilatation was performed, a 4.00x20mm promus element drug-eluting stent was advanced but failed to cross the lesion after several attempts. When the physician retrieved the stent, it was found that the stent struts were slightly lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.